Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-23561. It was reported that after the implant procedure, the atrial channel exhibited noise due to electromagnetic interference. It was unknown whether the noise was due to a pacemaker or atrial lead malfunction. No intervention was performed. The patient was in stable condition.